Manufacturer narrative:
A sample was not received at investigation site for evaluation for the report of detachment of descemet's membrane occurred therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products acceptance criteria. Videos were reviewed by the manufacturing site. Videos are of the procedure and could not confirmed the reported issue. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the products acceptable criteria, therefore the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of the microstent implant surgery combined with cataract surgery was performed and detachment of descemets membrane occurred. As per the surgeon, it is unclear when this symptom occurred, but that the tip of the microstent cannula may have probably hit this area during engagement. There is no specific treatment being taken for the patient at this time. Additional information has been requested.